Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with pain. The aus cuff was explanted and replaced with a new aus cuff. All other components remained implanted. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned artificial urinary sphincter (aus) cuff underwent a thorough analysis. The cuff was visually and microscopically inspected and there were no damages or irregularities found with the device that could be a probable cause for the reported event. The reported event of pain is included as an adverse event in the product labeling; therefore, a conclusion code of known inherent risk was chosen.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing pain. The aus cuff was explanted and replaced with a new aus cuff. All other components remained implanted. No additional patient complications were reported.